Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip detaching from one leaflet requiring intervention and fluid overload. It was reported that on (B)(6) 2022 a mitraclip procedure was performed to treat a degenerative mitral regurgitation with grade of 4. A clip was implanted lateral on a2/p2 reducing the mr to grade 2. About 2-5 minutes post deployment, it was noticed the clip detached from the anterior leaflet (single leaflet device attachment (slda)). The anterior leaflet was not moving as much as it was pre-clip implantation, leading the physician to believe there was a chordal entanglement with the clip. No evidence of rupture or other tissue damage. An additional mitraclip xt was implanted medially to the first clip for stabilization, but the mr remained unchanged at 4. At this point, the patient had went through 2 liters of fluid and was determined to be in fluid overload. The procedure was completed, and the patient was put on diuresis overnight, with the patient being revaluated the next day. No additional information provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported incomplete coaptation was unable to be determined. The reported unchanged mr was related to the slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and medication required were the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.